Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a esophagectomy/ gastric tube procedure. While firing for the second time, the surgeon clamped the tissue from the distal side and started firing. However, the display screen showed the excessive force indicator and firing was stopped halfway. The surgeon waited awhile but the firing was not restarted. The case was completed using a new cartridge and idrive device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 5.5cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.